Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements and noise and oversensing that led to pacing inhibition. Surgical intervention was taken to explant the device and cap the lead. Both were successfully replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating a lead fracture was suspected but never confirmed. During the revision, the lead header connection was checked and appeared to be secure. No additional adverse patient effects were reported.